Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was not reimplanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment and the recipient's status were unsuccessful. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced a mastoid infection. The recipient was recommended a period of non-use of the device.

Manufacturer narrative:
The recipient's doctor had reportedly been following the recipient for infection for close to a year before explanting the device. The external visual inspection revealed that the electrode was severed prior to receipt as well as missing an electrode ground ring slices at the fantail region and tool damage to the top cover. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used.